Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment with unspecified antibiotics. Nineteen days after event onset, antibiotic treatment was discontinued and the patient was recovered from the event. Dianeal therapies were ongoing. Additional information is not available.